Event description:
It was reported that the pump declared alarm 30, which occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery,